Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. It was alleged that the pump's battery life was shorter than expected. It could not be confirmed if there was damage to the battery compartment or battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/19/15. Device evaluation: the device has been returned and evaluated by product analysis on 11/10/2015 with the following findings: a review of the pump black box revealed evidence of a partially discharged battery being installed. There was no evidence of a short battery life observed in the black box history. The battery compartment was fully intact with no damage or cracked observed. The pumps current draws were within specifications. There was no evidence of moisture found inside the battery compartment.